Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for movement disorders. The patient reported that "it was not stimulating their deep brain." The patient reported that the glyph saying they were plugged into the wall did not light up the top right hand corner of the screen. The patient reported they do not have enough hands to hold it over their brain. The patient reported they were getting the reposition antenna screen on their recharger and after changing the batteries in their patient programmer they got poor communication. The patient reported that they normally recharge the ins every 24 hours. The patient reported that the charger fell off the bed a few days ago and stopped working then. The patient reported that the green light was lit on the desktop charger (dtc). The patient reported that they were good at recharging. A replacement recharger was sent to the patient. The patient called back on (B)(6) 2018 reporting that the screen on the recharger was not showing the power cord icon. The patient reported that the connector pin on their desktop charger (dtc) was broken and the cord seemed to be showing white/no insulation on it. The patient reported that the recharger showed 3/4 charge. A replacement dtc was sent to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the wire between the antenna and the transmitter was broken. The patient was sent a replacement product and the issue was resolved.